Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) for cardiac arrest, the device failed to discharge via external paddles. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the device successfully performed (B)(4) joule self test.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was recertified and returned to the customer. Review of the device activity logs showed multiple occurrences that the charge button was not pressed prior to pressing the shock button. When the charge button was pressed the device was in a lead fault condition displaying "check pads" and "poor pad contact" messages. Once all criteria were met, the device was capable of discharging the selected energy. Analysis of reports of this type has not identified an increase in trend.